Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose with a manual injection. Customer's mother was advised the no delivery alarm may have occurred due to bent cannulas or occlusions. Customer was advised the insulin pump worked properly as designed.